Event description:
As reported, when unpacking a 9x40 precise pro carotid self-expanding stent (ses), it was found that a section of the tip-end delivery rod was a bit bent. There was no reported patient injury. When the user tried to release the external part of the "brace, it popped out directly". Additional information was requested but not provided. The device was eventually returned for evaluation.

Manufacturer narrative:
As reported, when unpacking a 9x40 precise pro carotid self-expanding stent (ses), it was found that a section of the tip-end delivery rod was a bit bent. There was no reported patient injury. When the user tried to release the external part of the "brace, it popped out directly". Additional information was requested but not provided. The device was eventually returned for evaluation. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to be inspected. A thorough inspection was performed on the unit observing the following conditions: the stent is partially deployed. The device presents a severe twisted condition located approximately on 134 cm from the distal tip compromising the deployed mechanism. Also, two kinks were observed located approximately 5 and 8 cm from the distal tip on the pod area. No other outstanding details were observed. Dimensional and functional analysis could not be performed due to the severely kinked, damaged condition that does not allow the proper measurement or analysis. The hypotube was actuated but due to the severe twisted condition, the inner shaft did not travel inside the lumen of the outer sheath. The reported ¿catheter tip kinked/bent¿ was not observed during analysis of the returned device; however, a twisted condition was observed approximately 134cm from the distal tip which is compromising deployment analysis. Subsequent findings of a ¿stent delivery system (sds) deployment difficulty partial deployment¿ was observed as the stent was partially deployed when the device was received for analysis. The exact cause of the reported event cannot be conclusively determined. Handling and procedural factors likely contributed to the reported event based on the analysis and condition of the returned device. It appears the device was induced to tortional forces that contributed to the twisting damages seen during analysis. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available nor the product evaluation suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.